Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their insulin pump is not working properly and that they had unexplained high blood glucose in the upper 400's mg/dl for 4 to 5 days. The customer also stated that they were admitted into the hospital for their high blood glucose. Troubleshooting found that the drive support cap was normal but customer declined to troubleshoot their settings and to perform the high pressure test on the pump. The customer was advised that a replacement pump may not resolve their high blood glucose and to follow up with their doctor regarding the high blood glucose. The customer was advised that the device would be replaced anyway and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.